Event description:
It was reported that the customer's pump touchscreen was unresponsive, causing an issue with its operation. There was no reported impact to the customer's blood glucose level. No additional details were provided.